Event description:
A malfunction on a pump was reported by the caller, identified as malfunction code 15. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump.